Manufacturer narrative:
Device evaluation: the suspect device was received for evaluation. Evaluation of the event history log observed check clutch/plunger lever alarms. The syringe was unable to be loaded during functional testing due to a stuck plunger lever. Visual inspection of the internal components found the plunger gear cam had two teeth broken off inside the case. The plunger gear cam was replaced along with the push block. Following repair, the device passed all function and delivery testing.

Event description:
A report was received that stated the pump alarmed "check clutch." No patient injury or adverse event was reported.